Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected no delivery alarm during testing. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and during troubleshooting they stated a high blood glucose level of 434mg/dl. The customer stated that they treated with injection and the blood glucose went down to 343mg/dl. Customer declined to troubleshoot for no delivery alarm and stated that they have resolved the issue with partial set change and that they were reporting on an insulin pump that was going to be replaced. The product will be returned for analysis.